Manufacturer narrative:
(B)(4). The device has not been returned to the MFR. Therefore an eval of the device performance was not possible. A review of the mfg records showed no anomalies. All of our valves are 100% tested at the time of MFR.

Event description:
It was reported that the shunt was not working properly and a revision of the device had to be performed.